Event description:
A customer contacted beckman coulter inc., (bec) and reported that the aspiration probe was found to be severely bent above the wash collar and leaked what appeared to be diluent into the unicel dxh 800 coulter instrument. The event was noted after the instrument reported aspiration errors. The laboratory has an exposure control plan in place. Material safety data sheet (msds) was not reviewed. The customer was wearing personal protective equipment (ppe) consisting of a lab coat and gloves. There was no exposure to mucous membrane or open wounds. Patient results were not affected. There was no death, injury, or an effect to patient treatment or user. No one sought medical attention.

Manufacturer narrative:
Per labeling, bec urges its customers to comply with all (B)(4) standards such as the use of barrier protection. This may include, but is not limited to, protective eyewear, gloves, and suitable laboratory attire. No onsite service was dispatched for this event. The customer replaced the aspiration probe and performed alignment verification. Root cause for the leak is attributed to a bent aspiration probe. The root cause for the bent aspiration probe is unknown. Bec internal number: (B)(4).